Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported she got a cartridge empty warning so when she went to change it she noticed that the luer lock was broken and the tubing had come off of the pump's adapter. Patient noticed the issue because her readings were in the 200's mg/dl, which is high for her. No adverse event. Requested return of the alleged infusion set for evaluation.